Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultramini meter was displaying the apply sample symbol and would not count down to the result. The medical surveillance specialist (mss) was unable to reach the reporter/patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began (B)(6) 2012 at 7:13 a.m. The reporter said that the patient manages their diabetes with insulin (no adjustments). The reporter denied that the patient made any changes to their normal diabetes management due to the alleged issue starting. The reporter claimed that an hour and half prior to the alleged issue starting the patient had developed symptoms of "dizzy, fainting and thirsty." The reporter told the cca that the patient treated themselves with food and/or drink at 8 a.m. On (B)(6) 2012. The reporter mentioned that the patient administering their normal 28 units of novolog insulin at 8:30 a.m. On the day of the alleged issue during troubleshooting the cca confirmed that the patient was not using the subject meter for the first time, that the patient was using the correct test strips, the patient was using the correct testing process, and that that the test strips were completely drawing in the sample. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported an adverse event because the patient reported developing symptoms suggestive of a serious injury as a result of the alleged issue. Additionally, the mss was unable to reach the patient to clarify if the patient "fainted" or felt "faint." It is not clear how the patient was able to treat themselves if they had "fainted." In addition, the alleged issue was not resolved at the time of troubleshooting.